Event description:
When the dental assistant tried to activate to prompt l-pop by squeezing the cushion the sealing of the blister broke and the bonding material spurted into dental assistant's eye. The eye was rinsed immediately with plenty of water, then the assistant was seen by an ophthalmologist. The ophthalmologist could detect slight reversible effects in the eye. After rinsing and application of ointment the assistant returned to work.